Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 (malfunction in real time clock: abnormal rtc data) alarm. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and a visual inspection were performed. The f-49 alarm was not identified during device evaluation, however, a f-94 alarm was identified during the alarm log review, and functional testing. The cause of the condition was determined to be swollen main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.